Event description:
I have had a continuing problem with a batch of freestyle, libre 3+ continuous glucose monitors. This started almost a month ago, but became a particular problem in the last two weeks. I put a new sensor on and it stopped working about an hour later, I called abbott and they said to wait a little longer and indeed did come back. But that sensor repeatedly kicked on and off in the meantime, I purchased an over-the-counter glucometer because I couldn't be without glucose readings. I began to notice that the numbers in my cgm were quite a bit different than those in the glucometer sometimes by as much as 150 points. I understand that the freestyle is gonna run a bit behind actual blood, but not by that much. Just got bad enough that last week I had to go to the ER when the glucometer was telling me my blood sugar was at 488 and nothing I could do was bringing seemed to be bringing it down. After several hours in the ER, we had stabilized it with IV saline. That cgm repeatedly flipped on and off. Finally, yesterday it died completely. I replaced it with a fresh one and started to monitor the differences between the cgm and my blood glucose monitor. They were dramatically different. I called abbott again today and after an hour of talking with them have them sending me replacement monitors for those two. However, I just applied yet a third and I seem to find its number on your website on the box, I see (B)(4). Is this a faulty cgm? Patient code: 4582. Device code: 1535. Referencing reports mw5184306 and mw5184307.